Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 600 mg/dl. The customer's wife stated that prior to the event, the customer had high blood glucose levels and was vomiting. Nothing further was reported.